Manufacturer narrative:
A follow-up report will be submitted upon completion of device eval.

Event description:
Users tried to start their philips envisor ultrasound system for an urgent review of a pt. A message "restart" appeared on the screen of the system, followed by its complete restart. The pt died sometime later that day. Detailed info on the purpose of the exam, and how it related to the health of the pt has not been communicated.